Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential device or procedure related adverse events include, but are not limited to, improper component placement and occlusion of native vessel.

Event description:
On an unknown date, this patient underwent endovascular treatment of an abdominal aortic aneurysm using endologix® afx stent grafts. On an unknown date, a type iii endoleak was discovered. On (B)(6) 2020, treatment for the endoleak was performed whereby a gore® excluder® aaa endoprostheses were implanted. During implant of a contralateral leg component, it was reported that the physician unintentionally covered the patient's right internal iliac artery. The device did not move during deployment. The physician reports that there was a visualization issue that caused the unintentional obstruction of the riia, although details were not provided to gore. The patient outcome includes limited and sluggish flow into the patient's right internal iliac artery.